Event description:
Boston scientific received information that this left ventricular (lv) lead was surgically abandoned due to high out of range pacing impedances and loss of capture (loc) due to lead fracture. The patient was not pacemaker dependent. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.